Event description:
Reporter indicated that vns patient was seen in hospital emergency room due to seizures. Further follow-up revealed that the patient began to experience blackout episodes and totally lose consciouness. It was reported that the patient sometimes stopped breathing during these episodes. During one of these episodes, the pt's family member swiped the device with the magnet and the pt reportedly regained consciousness. The pt was seen in the hospital emergency room at which time the ER physician reportedly indicated that the pt's medicaion levels were toxic. The pt's tegretol and dilantin were discontinued at that time. At subsequent follow-up visit with treating neurologist, the pt's medication were restarted, valium was added to their drug regimen and the device magnet mode output current was increased. Before the increase in magnet mode output current, it had been programmed to the same stimulation level as the normal mode output current. Treating neurologist indicated that the device was functioning properly at that time. These adjustments reportedly worked well for the pt for approx two weeks, after which the episodes recurred and the pt was again seen in the hospital emergency room. Drug levels were reportedly not toxic at the time of the second emergency visit. The pt's family member is unhappy with the pt's current neurologist and has scheduled follow-up with a new neurologist who reportedly plans to perform an eeg.